Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assistance to reset the pump, and the customer was instructed to call back if the malfunction reoccurred after the reset. No additional information was received regarding the outcome of the event.